Event description:
A malfunction with the pump, identified as malfunction code 0, was reported without any notable preceding events. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.